Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the burned marks on the distal end the most probable cause was traced to component failure and for the remaining findings the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that white residue inside air water channel and cylinder, burn marks on the distal end. There was no patient involvement.